Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 99% stenosed lesion was located in a calcified and moderately tortuous right superior femoral artery. The lesion was initially predilated with a 3x20mm wanda balloon. The physician attempted to dilate the lesion with a 6x80mm wanda balloon. On the first inflation the balloon was inflated to seven atmospheres. On the second inflation, the balloon was inflated to seven atmospheres and ruptured. The balloon deflated completely. The dilatation was completed with synergy 6x100mm balloon. The pt status is listed as good with no complications reported.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation as it was disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.